Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the image cut out and there was a split screen. The results of investigation performed indicated that the returned camera head failed due to a defective camera cable. The camera cable was worn out. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, the image cut out and there was a split screen image. No patient injury or complications were reported.